Event description:
A hosp in (B) (6) reported via a distributor that the connection between the y-piece and tube of an rt116 breathing circuit is loose and detaches. The loose connection was observed before use. There was no pt consequence.

Manufacturer narrative:
(B) (4): the product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: it was reported that the connection between the y-piece and tube of an rt116 breathing circuit is loose and detaches. It was reported that the hosp discarded the breathing circuit, so it is not available for investigation. Results: insufficient info was provided to confirm or determine the cause of the reported fault without the return of the device. We were unable to carry out a lot check as the breathing circuit lot number was not provided. Conclusion: without the complaint device, we are unable to confirm the reported fault. All circuits are pressure tested during production and those that fail are rejected.